Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy. The patient kept having to turn stimulation up because she was not feeling it. When asked if she was getting symptom control, the patient said she ¿doesn¿t know and it¿s weird.¿ the patient wanted to see a manufacturing representative (rep) to have the device checked. It was noted that she had falls right after implant and she was just now having a chance to have her device looked at. Troubleshooting could not be performed because she did not have a patient programmer (pp) with her at the time of the call, but she noted that she had used the pp to make adjustments to stimulation settings, such as programs and voltage. The patient thought she was on 2.3v. The issues started since implant date, (B)(6) 2014.

Event description:
Additional information received from the patient reported that the steps taken to resolve the lack of stimulation were the patient set up an appointment with their doctor. The doctor contacted the manufacturer representative to check their device on (B)(6) 2016 for further safety reasons.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.